Event description:
It was reported that the vari-stim stimulator didn't work. The procedure was completed with another stimulator. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): device analysis anticipated, but not yet begun. Method: no testing methods performed.

Manufacturer narrative:
The complaint device was returned for evaluation. From the returned condition of the device, customer use was visible. Upon visual evaluation, the probe handle was found minorly dented at one location likely due to shipping/handling of the device. No damage was noticed on the probe tip or the needle electrode. A functional evaluation was conducted by contacting the needle electrode to the probe tip. The led was found to illuminate without any issues indicating that the device functioned as intended. The complaint could not be duplicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.